Event description:
It was reported that a spaceoar vue was placed on (B)(6) 2025, under local anesthesia. Additionally, fiducial markers were placed transperineally. The placement was conducted with no complications reported. Upon further review, the hydrogel was observed to be surrounding the membranous urethra. Despite this, no patient complications were reported as a result of this event.